Event description:
Procedure type: small bowel resection. According to the reporter: the doctor fired the instrument and intraoperatively the anastomosis appeared to be intact and staples were formed correctly. As he was about to use tisseel on the anastamosis, he noticed the anastamosis began to ooze bowel contents. The doctor over-sewed the anastamosis and used tisseel. The pt is currently doing fine.